Event description:
It was reported the device battery had reached elective replacement indicator (eri) while still in the unopened box. It was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. The device condition was identified prior to any patient involvement. Evaluation summary: prn113500h the device reached elective replacement indicator (eri) level while still sealed in the sterile container. It was fully functional and there was no high current drain, which indicates there is no problem with the device. Analysis of the battery determined it was not internally shorted. No root cause of the battery depletion could be determined.